Manufacturer narrative:
A general reagent issue can be excluded as no further issues were reported, and a correct rerun was performed with the same reagent. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (presence of a big bubble on the surface of the sample) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The crp4 reagent lot number and expiration date were not provided. It was noted that there were bubbles on the surface of the sample.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tina-quant c-reactive protein IV (crp4) on a cobas 8000 c702 module. The initial result was 0.130 mg/l. The repeat result was 24.06 mg/l.